Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by fresenius medical care north america. A peritoneal dialysis (pd) patient contacted fresenius customer service to report an issue against the pd belt, medium 30"-44", 3 per pk. The patient reported the pd belt material was hard and rough on his skin. The patient involvement was unknown, however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to additional documents in i2k.